Event description:
It was reported the patient has turned off his scs system as the stimulation felt uncomfortable. He stated stimulation felt like "electricity" under his skin. He also reported he felt numbness in his legs with stimulation on or off. The patient reported he does not want to do anything with the system at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.